Manufacturer narrative:
The technician replaced the floor lock, tested the table, confirmed it to be operating according to specification, and returned it to service. A steris account manager offered in-service on the proper use and operation of the 3085 sp surgical table; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician went onsite to inspect the surgical table and found the root cause of the reported event to be a broken floor lock. As the floor lock had broken, the hand control was unable to detect that the floor lock was engaged, and the table would not respond to any hand control input. The damage to the floor lock is attributed to improper maintenance. The components within the floor lock mechanism may come out of adjustment over time if not properly inspected and maintained subsequently causing the floor lock to not operate properly and become damaged. The table was installed in june 2001 making it approximately 18 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. The 3085 sp surgical table operator manual states (1-2), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the regular performance of routine maintenance. Contact steris to schedule preventive maintenance." The 3085 sp surgical table operator manual further states that the floor lock system should be checked six times per year at a minimum. The user facility has requested that steris perform the necessary repairs; the table has been removed from service as steris is awaiting the necessary components to complete the repairs. A steris account manager offered in-service on the proper use and operation of the 3085 sp surgical table; steris is awaiting the user facility's response.

Event description:
The user facility reported via user facility medwatch report (B)(4) that during a patient procedure their 3085 sp surgical table would not lock and was unresponsive to hand control commands. The procedure was completed successfully. There were no injuries associated with the reported event.